Event description:
Rheumatoid arthritis pt received two ascension mcp implants. Forty mos post-op, both devices were revised due to bone resorption. New ascension mcp devices were implanted with bone cement. No indication that the devices failed. Investigation is ongoing.